Event description:
A malfunction alarm was reported with the error code malf 16. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address, instructed the customer to put the pump into storage mode, and arranged for a replacement pump. The customer was also instructed to return the problematic pump with a pre-paid label within 10 days.